Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va198yw, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Analysis results of the implantable neurostimulator with serial number (B)(4) found that the setscrew was back out too far and it was classified as a procedural non-conformance. Analysis results of the lead with lot number va198yw found no anomaly of the device and could not confirm the allegation of the lead causing high impedances. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that there were high impedances on multiple contacts. The impedances kept on changing. The lead was implanted and when they tried to run impedances with the implantable neurostimulator that was being implanted, they were getting high readings. The lead was pulled out 8 times, wiped down, increased amplitude and pulse width and even turned the light off and impedances were still not satisfactory. The implantable neurostimulator was replaced, but the same issue occurred so the surgeon removed the lead and started over completely. When the new lead was placed, the issue was resolved. The implantable neurostimulator that was initially going to be implanted was sent back to the manufacturer for analysis. The initial lead that was placed and then removed was also sent back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.